Manufacturer narrative:
The device was returned for analysis and the evaluation is underway. Per the directions for use, if perfluorocarbons after intraoperative use are exchanged for silicone oil, it is very likely that last perfluorocarbon droplets will remain in the eye with a considerable risk of creating an additional problem for the patient.

Event description:
It was reported that while the surgeon was performing a pars plana vitrectomy due to retinal detachment, dekaline (dk-line - perfluorodecalin - c10f18) had been filled in and afterwards silicone oil tamponade was injected. During the filling with the dekaline and the oxane 5700 silicone oil, a sticky texture built up and the retina became firm. The oxane 5700 silicone oil was removed and retina was detached. According to the reporter, after the surgeon filled the same dekaline again, the retina re-attached. A new injector with silicone oil was used. This time there was no unwanted reaction. The surgeon assumes that the oxane 5700 was polluted/particulated.